Event description:
The device was used during a j-pouch. Reportedly, the instrument partially fired and the bending occurred. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.